Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing episode. It was also noted that the impedance on right ventricular (rv) lead was chronically low and the lead impedance warning was triggered. Ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.